Manufacturer narrative:
Based on the provided information it is concluded that the injury as sustained by the patient is caused by a user error. During movement of the table into the bore the patient held the edge of the table top. This led to the right ring finger of the patient being pinched between the tabletop and the bore covers. Within the instructions for use there are warnings related to moving the patient into the bore. During movement the operator should always check the patient's hands and make sure there are no cables or extremities positioned such that they can be caught. (B)(4).

Event description:
Philips received a report from a customer that a patient injured the right ring finger while being moved into the bore of the mr system. The right ring finger of the patient was pinched between the table top and the magnet bore cover, resulting into a laceration and partly amputation of the finger.